Event description:
Avanos medical inc. Received a single report that referenced four different incidences, which were associated with separate units, involving four different patients. This is the second of four reports. Refer to 9611594-2024-00069 for the first report. Refer to 9611594-2024-00071 for the third report . Refer to 9611594-2024-00072 for the fourth report. It was reported, tubes have the stylet punctured through the tube itself. Per additional information received on 10-apr-2024, ¿providers stated that they were not observed to be punctured prior to insertion. They are examined as lubrication is applied.". FDA medwatch/ FDA user facility report number (B)(4) received on 23-apr-2024 reported, ¿stylet punctured through the tube during placement. Device needed to be removed and replaced.¿ the original intended procedure was nasogastric tube placement via fluoroscopy.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 25 apr 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.

Manufacturer narrative:
The device history record for lot 30291773 was reviewed and the product was produced according to product specifications. A root cause could not be determined. All information reasonably known as of 10 jun 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.